Event description:
Our affiliate reports that during an arthroscopic shoulder procedure, the surgeon noted metal fillings emanating from the shaver blade and falling into the patient's joint space. All of the debris was removed from the body and the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated. Those results will be the subject matter in a follow-up report.